Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the rear response button was intermittent in function. The cause of the non-functional response buttons is the intermittent rear response button. The cause of the intermittent rear response button is worn traces. The root cause of the worn response button traces cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.